Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with an unknown mentor implant on the right breast, suffered capsular contracture (baker grade unknown), post-procedure. The breast was described to be hard. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The product is still unknown and the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).